Event description:
It was reported that during a bypass procedure, the physician noted possible atrial lead dislodgment. The lead exhibited intermittent undersensing. On (B)(6) 2015 atrial undersensing was still present. Loss of capture at maximum output was also observed. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.